Event description:
It was reported that the remote monitoring system associated with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead detected a high pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) referred the patient to their device following clinic. No additional information is available at this time. If additional information becomes available this report will be updated.